Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut and missing the dome from the belt damaging wires in the cable. The root cause for cut cable and missing part was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.